Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 16-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. It was reported that preoperatively the patient was found to have low impedance values all pertain to the left implant and were as follows-0 <(>&<)>3- 55. 1<(>&<)>2- 95, all other values on the left were between 309-388. It was decided by the surgeon to replace both the extension and the battery on the left side. X-rays were also obtained to check for lead fracture, x-rays were negative for fractures. No environmental/patient factors that may have led or contributed to the issue were reported. After the extension and the battery were both replaced, impedances were checked again and found to have low impedances again on the same contacts. The lead extension and battery were replaced, the brain lead impedances were checked intraoperatively and were found to be within normal limits. The issue was not resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.